Event description:
The device was attached to the patient and a shock advised decision was rendered by the device. The device began to charge, then reportedly ceased charging and gave a connect electrodes message. A back up device was acquired and treatment was continued. The patient's outcome and details were not reported.